Event description:
During embolization coil implantation procedure for pt ductus arteriosus the coil embolized into the right pulmonary artery. Removal of the coil non-surgically was attempted without success, thus necessitating surgery. During the surgery to remove the coil, the child arrested several times and resuscitation was successful. After the completion of surgery the child arrested and expired.